Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to verify low battery alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked and bleeding lcd glass. Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a reduced battery life and low battery alerts. Blood glucose level at the time of the incident was 134 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.